Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the customer reported complaint. The hrsv was installed and tested on in-house system, the system started up and failed without video on the left display.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting one eye of the hrsv was black, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the hrsv monitor to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following: it was alleged that one eye of the high resolution stereo viewer (hrsv) on one of the two consoles was black. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information in patient information and adverse event or product problem was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date/explant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address is not available.

Event description:
It was reported that during a da vinci assisted surgical procedure, one eye of the high resolution stereo viewer (hrsv) on one of the two consoles was black. The system was not connected to onsite, and technical support engineer (tse) was contacted about the problem. The system was a double console. Tse asked the customer to clean and reseat the blue fiber cables and to notify if the problem reoccurred. The procedure was completed with no patient injury. Isi followed up with the initial reporter and obtained the following additional information regarding this event: the reported issue occurred during procedure. The ports were placed prior to the issue being identified. The system initially powered on without errors. The ssc was unavailable after the beginning of the procedure and the customer proceeded with the second ssc.